Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of about 600 mg/dl. The customer was hospitalized with seizure symptoms and diabetes ketoacidosis. The customer reported that the insulin pump did not give a no delivery alarm. The customer also reported a bent cannula on the infusion set. The customer declined to troubleshoot the insulin pump. No additional information was provided.